Manufacturer narrative:
Results: the complaint of invalid impedance was confirmed. As received, the single lead extension revealed internal wires were detached from electrodes 6, 7 and 8 inside the header creating electrical opens on those channels. All other channels passed continuity and stress testing. An impedance issues was reported prior to the explant procedure, the detached wires in the header were consistent with the overstress conditions while the lead extension was in the patient¿s body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported lead diagnostic testing of the patient's (B)(6) scs system revealed invalid impedance measurements. In turn, the patient underwent surgical intervention. Intra-op testing revealed invalid impedance measurements only on the patient's extensions. As a result, the physician explanted and replaced the extension which resolved the issue. It is unknown if the patient lost or experienced ineffective stimulation prior to the procedure due to this issue. Concomitant medical product: the following implant date for the device below is unknown. Model: 3788, scs ipg.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.